Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. A batch review could not be performed because the associated lot number is unknown for this complaint. The root cause could not be determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available; however pictures are available for evaluation. Once the evaluation is complete, a follow up will be submitted.

Event description:
The customer reported to corporate product surveillance of a separation that occurred under the drip chamber of the interlink basic solution set. The staff nurse was carrying the chemo bag out of the mixing room into the infusion room. While the bag was in the process of being hung on the pole, the tubing came out of the drip chamber. The bag containing 500mg cytoxan mixed in 100cc normal saline (ns) splashed and spilled in the area surrounding the patient's chair and onto the patient's right arm. An estimated 20cc of mixed drug spilled. Another staff nurse grabbed a blanket to immediately absorb the spill. The patient grabbed tissues to blot off the skin on her arm. The patient was sent to the bathroom to wash affected areas with soap and water twice. The patient's clothes were not affected. The chemo spill was primarily absorbed by the blanket, which was disposed into a bio-hazard plastic bin. A chemo spill kit was not necessary. The remainder of the area was cleaned with alcohol based cleanser. The doctor was notified of the incident, spoke with the patient, and gave a visual exam of the affected areas. The patient was given written post exposure care precautions, instructions and contact information. The patient was offered dermatologic consult if required. No additional information is available. This report is for the patient.